Event description:
Info received that the CPR will not engage when manual CPR is used. No injury reported.

Manufacturer narrative:
Technician adjusted the bolt for CPR linkage to resolve this issue. Bed repaired in storage area.